Event description:
The user reported that the rotator broke during injection. No further info was provided. No harm or injury was reported.

Manufacturer narrative:
Device eval: the suspect device is not expected to be returned for eval. The user did not specify if this was the initial use of the device. A review of the device history record did not reveal any exception documents. A follow-up report will be submitted when the investigation has been completed. Eval: process eval. Conclusions: device not returned.